Event description:
The pt had a magnetic resonance imaging resulting in a motor stall with out recovery in 2009. A 'stopped pump may exceed tube set' message was noted in the pump logs 48 hours later. The hcp updated the pump eight days later, and a stall recovery was noted that day. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
The device is included in the medical device safety alert, important info on potential MRI effects physician communication (2008).